Event description:
Approximately five months post hvad implant, the patient experienced a short, high priority alarm with one fully charged battery on one port, and ac power connected to the other port. It was noted that no message appeared on the screen at the time of the high priority alarm. The patient manually manipulated the connection, and the power returned. An elective controller exchange was performed with no report of patient injury. A preliminary review of the log files confirmed a controller power up on the date of event.

Manufacturer narrative:
Four batteries, two controller ac adapters, and a controller were returned to heartware for visual and functional examination. One battery was not returned as it was reportedly lost at the hospital. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The review of the controller log files revealed a loss of power on the date of the event. The returned controller and two controller ac adapters passed testing. One of the four batteries failed functional testing due to a faulty internal cell pair, which likely contributed to the reported event. The confirmed malfunction is related to the reported event. Abnormal battery behavior, e.g. Premature performance degradation, intermittent/poor electrical connection with controller or battery charger, premature power source switching, etc., is a known issue being investigated in a CAPA. (B)(4) was distributed to reinforce proper power management. No additional information will be forthcoming. This is one of two reports (3007042319-2013-00390 and 3007042319-2014-00553) submitted for devices related to the same event.

Manufacturer narrative:
The device has been returned, but the analysis is not yet complete. Additional information will be submitted within thirty (30) days of receipt.